Event description:
Patient was being treated for atrial flutter during an ablation procedure in the stereotaxis room. The stereotaxis system was not being used and was in the stowed position. The patient went into atrial fib and required cardioversion. A zoll biphasic defibrillator was moved closer to the patient, which put it within 6 feet of the stowed stereotaxis magnet. The defibrillator was displaying an ECG and "sync markers," showing that it was ready to cardiovert. When the charge button was pressed, it displayed an error code and a "sync error" message. The electrodes were then connected to the second defibrillator (zoll monophasic) and the charge button was pressed. Again an error message was displayed, reading "defib error." A third zoll defibrillator from another area was brought in and, this time, was held in a different location, closer to the patient, by a cath lab staff member. This defibrillator charged and fired normally. Patient was cardioverted. The two defibrillators were tested outside of the room and functioned properly. It is believed that the two defibrillators which were originally used may have been located within the "5 gauss line" of the stereotaxis magnets (about 6 feet). The location of the defibrillator which later charged and fired properly was further from the magnet (next to the patient, at mid-table).====================== manufacturer response for biphasic defibrilator, (zoll)======================they were not aware of any other events of this type.====================== manufacturer response for monophasic defibrillator, (zoll)======================not aware of this happening